Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used during a stent placement procedure performed on an unknown date. During preparation, when opening the package, it was noted that the stent had already deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be used during a stent placement procedure performed on an unknown date. During preparation, when opening the package, it was noted that the stent had already deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: a wallflex enteral duodenal stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection found that the outer clear sheath was kinked. No other problems were noted with the stent and delivery system. The observed event of sheath kinked was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). The reported event of stent premature deployment could not be confirmed, as it occurred during the procedure and cannot be replicated in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.